Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d3, d4, d5, h6 annex g, h10, h11. The following fields have been updated with additional information: h6 annex b, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-feb-2022 to 15- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users could not pull medications during scheduled downtime. A technical support specialist investigated security and override groups to verify whether it was a misconfiguration of settings and stated that the customer had resolved the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system users could not pull medications during scheduled downtime while devices were on critical override. Customer added that they changed the device to temporary non-profile mode and medications could be removed, but on some other devices, it was not possible to remove medications in critical override or temporary non-profile mode. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A technical support specialist investigated the device's security groups and override groups to verify if the issue occurred due to a misconfiguration of settings but could not find the actual cause of the malfunction. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system users could not pull medications during scheduled downtime while devices were on critical override. Customer added that they changed the device to temporary non-profile mode and medications could be removed, but on some other devices, it was not possible to remove medications in critical override or temporary non-profile mode. There were no adverse events or injuries reported based on this incident.